Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, there was difficulty in the removing the prostyle device. The device was able to be removed; however, retroperitoneal bleeding occurred. The patient passed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2 ¿ date of death: estimated. B3 ¿ date of event: estimated. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. Medical review was performed for this complaint. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The patient effects of hemorrhage and death are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported issue and patient effects could not be determined. Factors that contribute to difficulty removing the closure device include, but not limited to, anatomical conditions, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. Medical review concluded that there is insufficient information to correlate cause and/or contribution to patient outcomes. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.